Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a software error alarm on the insulin pump. Customer had a low blood glucose level of 40 mg/dl at the time of the incident. Customer treated with food and stated that she has been experiencing low blood glucose for 1 day. Customer stated that the drive support cap appears normal. Customer declined troubleshooting. Customer also stated that a temp basal was not programmed before the alarm occurred. Customer performed a self-test and the pump passed. Customer was advised to monitor the pump.

Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No software error bad pointer, impossible default case, parameter out of range, etc alarm noted during testing.